Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding an insert exchange after a fall involving a triathlon ps insert was reported. The event was not confirmed. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: it was reported that the patient fell and opened his knee after approximately a week after surgery. The surgeon performed a wash out and revised the insert. The reason for revising the insert was not specified. The investigation concluded the event was caused by the reported fall. There is no evidence this event is device related.

Event description:
It was reported patient had a revision of right knee. Patient fell and open his knee, doctor went in, wash and put new plastic.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported patient had a revision of right knee. Patient fell and open his knee, doctor went in, wash and put new plastic.